Event description:
It was reported during training/demo, the endoscope moved spontaneously while being docked in arm 2. The posterior focusing issue appeared. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and failure analysis investigation replicated/confirmed the customer reported complaint. The endoscope was found with a camera instrument adaptor defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect the friction. The camera instrument adapter did not rotate properly. The guidance of the idler gear is missing. Additional observation(s) not reported by site were also identified: the endoscope was visually inspected and found with mechanical damage at the scope's distal tip. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The proximal over-molded section of cable assembly located at zone a -1/3 near ic of the endoscope cable was found delaminated. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddlebar exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration.